Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One osseotite parallel walled implant (osm315) was returned for investigation; pieces of the associated abutment and screw were also returned. However, there were no allegations against the abutment and screw. Therefore, the investigation was focused only on the fractured implant. Visual inspection of the returned implant identified a severely fractured device at collar level. The bottom part of the device remained implanted. Functional testing and dimensional analysis could not be performed since the product was fractured. The reported device had been implanted on tooth # 6 for approximately 10 years. X-ray and picture images were not provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported implant fractured. The product was returned and the reported fracture was confirmed via visual inspection. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report . D4: expiration date, UDI . G4: date received by manufacturer . G7: type of report, follow-up number . H2: follow up type . H3: device evaluated by manufacturer: change ¿no' to 'yes' . H4: device manufacture date . H6: evaluation codes . H10: additional narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). Address unknown / not provided.

Event description:
It was reported that the implant fractured. A portion of the fractured implant remained in the patient's mouth.